Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further evaluated by failure analysis engineer (fae). The initial investigation was not confirmed nor replicated. The instrument was installed on an in-house system and was able to move intuitively and precisely in the yaw and pitch directions when the mtm were manipulated. While driving the instrument, the grips were able to close fully and pick up an object. Additionally, the instrument was manually articulated, and it was confirmed the grips were able to close. Furthermore, the grips and grip cables were inspected and there was no damage to either of the components. Additionally, there was no damage to any of the components in the proximal or distal end. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have an imprecise motion during in-house testing. The instrument passed recognition and engagement tests but it exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. The instruments movements were normal, but it had a non-exact motion within in the expected direction, when commanded.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.